Event description:
Caller reported damage to tandem charging cable, which rendered charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging to replace the damaged charging supplies with delivery via 2-day shipping.